Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 , h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Xray reviewed and not submitted to mmi for assessment as this would not enhance the investigation. The allegation is related to pain/discomfort (not an observable/confirmable symptom on imaging) related to increased leg length (full length leg images not provided) and offset from initial surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 51-117100 item name tprlc 133 mp type1 bm ho 10.0, lot # 6886974. Unknown cup. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 8 months post implantation due to pain and discomfort related to increased leg length and offset from primary hip surgery. There is no additional information available at the time of this report.